Event description:
Purchased nature's place hypoallergenic sensitive wipes on (B)(6) 2017. I used them for three days and started breaking out in an itchy rash which very quickly spread. I initially thought perhaps I had been stung by an insect, but when it started spreading so quickly I went to my doctor. He gave me a prednisone shot and told me to take benadryl when I got home. After taking two benadryl at a time every 8 hours, I still kept breaking out. I finally realized my labia were horribly swollen and that is where the problem originated. When I stopped using the wipes,the condition cleared up. "Is the product over-the-counter: yes, frequency: 4 times a day, how was it taken or used: topical, dates of use: (B)(6) 2017 - (B)(6) 2017, did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Vaginal wipe after urination."